Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 285 mg/dl in association with an occlusion alarm on the ilet. The tubing was tested with no bubbles or kinks observed. The user was instructed to change the infusion set, and insulin delivery resumed normally. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.